Event description:
While performing a phacoemulsification of cataract and placement of posterior chamber implant, the surgeon touched the capsule with the device tip without phaco. This resulted in an immediate small tear in the posterior capsule that enlarged. To repair this a minimal anterior vitrectomy was performed.